Event description:
It was reported that the patient presented in clinic for a follow-up. During the visit the pacemaker was unable to be interrogated. Further information was requested however, was not provided.

Event description:
It was reported that the patient presented in clinic for a follow-up. During the visit the pacemaker was unable to be interrogated. Further information was requested however, was not provided. There were no patient consequences.